Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was getting multiple request to fill the tubing. Customer¿s blood glucose was 138 mg/dl. Customer reported they rewind the insulin pump. The insulin pump will not be returned for analysis.